Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown

Event description:
The manufacturer became aware of a pmcf from bg unfallklinik murnau, germany. The title of this report is ¿a retrospective data collection of the treatment of femur fractures with the t2 femoral nailing system¿ which is associated with the stryker ¿t2 femoral nailing¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 1/2014 to 12/2018. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 42 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses infection followed by nail exchange as the infection extended to the fascia and the femur bone. The report states: ¿infection of the osteosynthesis was diagnosed in a (B)(6) old caucasian female (#3). T2 femur nail was inserted for treatment of an open femur shaft fracture in a polytrauma patient. Postoperatively a wound infection was seen and enterobacter was isolated. After three weeks the nail had to be exchanged as the infection extended to the fascia and the femur bone. The patient recovered. After one year the fracture was found to be consolidated.¿